Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance and upon opening the pocket the physician noted a visible defect in the insulation. It was also reported that there was an abrupt increase in superior vena cava (svc) coil impedance and a suspected fracture was noted just distal to the suture sleeve. The physician attempted to pass a stylet through the rv lead and was unable to pass it beyond approximately eight to sixteen centimeters into the lead. Per physician discretion, the rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead had high and fluctuating rv coil impedances. An rv coil fracture was suspected. The rv lead was capped and an existing lead was used.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance values on the rv (right ventricular) pacing lead, the rv (right ventricular) defibrillation coil, and the svc (superior vena cava) defibrillation coil were beyond the expected upper range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4193 implantable pacing lead 2004 (B)(6); 5068 implantable pacing lead 2000 (B)(6); 43007 competitor implantable pacing lead 1992 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.